Manufacturer narrative:
Taper unknown. The follow up on this case is limited by the current legal case. The pt had contacted allergan through legal representation and only minimal info was provided. At this time, the product serial number, the date of the event, and the implant and explant dates are not available, and the device was not returned to allergan, therefore, the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date cannot be requested since the pt did not provide allergan authorization to follow up with the pt's physician. Device labeling: "precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Patient's legal representation reported to allergan a lap-band system "did not achieve adequate restriction of the stomach pouch created by the product and suffered great personal and emotional injury." There is no info how the reported event was first noticed or if it was diagnosed and if the lap-band system had been explanted and is available for return to allergan for a product analysis. The reported event has not been confirmed by a health professional. Permission has not been provided to contact the implanting or explanting physician.